Manufacturer narrative:
The device was not received by the manufacturer for analysis. The causal relationship between the device and the adverse event could not be determined. Reference associated MDR #2020664-2011-00023. All information available is included in this report. Device not received for analysis.

Event description:
A surgeon reported that a corneal burn occurred at the incision site during phacoemulsification phase of a dense nucleus extraction procedure. One suture was required to close. The surgeon stated that he thinks the combination of a dense nucleus, more phaco, smaller wound size and healon 5 led to the corneal burn. The burn was observed immediately and described as not real bad. Patient is expected to recover without permanent impairment.